Manufacturer narrative:
(B)(4). Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent initial endovascular aortic repair on (B)(6) 2011. During the procedure they had a really difficult time removing the proximal trigger wire, they almost could not remove it. The pt's anatomy was not a contributing factor as it was not tortuous, no problems to justify the product behavior. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.